Event description:
The customer reported that two patients had low results for ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The samples were repeated with higher results. The customer did not report initial low results outside the laboratory. Therefore, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, however shared results for only one patient.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified a bent mixing bar, which was replaced to resolve the issue. The fse performed calibration, quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).